Manufacturer narrative:
UDI number for this product code is not required. (B)(4). The actual device along with one (1) unused sample from the same lot were returned to the manufacturing facility for evaluation. Visual inspection of the actual device found catheter damage at approximately 25mm from its tip. The damage catheter was approximately 25mm long, hence no other missing fragment is expected. Microscopic observation of the cross sectional view observed to be deformed elliptically, while magnified view of the damage was to be combination of both smooth and rough in irregular patterns. The other sample was visually inspected. No irregular findings in the catheter was seen. A review of the manufacturing inspection records for the past five (5) years was conducted with no relevant findings. A search of the complaint database confirmed there have been no similar reports for the reported part/lot number combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: "do not attempt to re-insert a partially or a completely withdrawn needle." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported a damaged catheter during a procedure. Follow up communication with the user facility reported the following information: the device was inserted into the patient arterial line for short term use; when it was removed from the patient's arm the catheter was found damaged and detached from its hub; no fragment was confirmed inside the patient's body; the catheter fragment 25mm long was successfully removed with fingers from the patient; and the current condition of the patient is reported to be fine.